Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of pericardial effusion as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the pericardial effusion. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). After the first transseptal puncture (tsp) was performed without issue, the doctor inadvertently pulled back on the guide wire and lost septal access. The doctor had to perform a second tsp, but it was through the original puncture. The first mitraclip was implanted without incident. The patient was noted on echocardiogram to have a pericardial effusion after the second mitraclip was removed from the anatomy without difficulty according to the instructions for use. Cardiocentesis was performed and removed 360 cc of fluid. There was no residual fluid noted. The heparin was reversed with protamine. The patient was stable and did not require a blood transfusion. Per the physicians, the cause of the effusion could have either been the tsp or removal of the clip delivery system after the mitraclip was deployed. There were no device issues. Besides the effusion, it was a smooth case otherwise. The patient was stable before she was extubated from the ventilator in the cath lab. No additional information was provided.